Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancotroy (2 g one stat dose) and intraperitoneal gentamicin (20 mg daily for twenty one days) for peritonitis. Action taken with therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Thirteen days after admission to the hospital, the patient died due to unrelated medical indications. The patient¿s recovery status from the peritonitis event at the time of death was not reported. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing prior to death or if the patient was performing peritoneal dialysis therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.